Manufacturer narrative:
The device was returned for evaluation. The quality investigation is complete.

Event description:
It was reported that during a spine procedure the bur snapped off. It was further reported that the procedure was completed successfully and there was no patient impact or surgical delay as a result of this event.

Event description:
It was reported that during a spine procedure, the bur snapped off. It was further reported that the procedure was completed successfully and there was no patient impact or surgical delay as a result of this event.

Manufacturer narrative:
The device is available for return. A follow up report will be filed once the quality investigation is complete. Device not yet returned to the manufacturer.